Event description:
Customer's wife reports back to back testing on the same meter while using the advantage system with results of 105mg/dl and 280 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.